Event description:
This will be filed for recurrent mr. It was reported that the initial mitraclip procedure was performed on 01/17/2022, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to a grade of 1. On (B)(6) 2022 there was a noted increase in mr to a grade of 2-3. Both clips were firmly attached to both mitral leaflets (ml). No further intervention is scheduled at this point in time as the patient is asymptomatic. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available the cause of mitral regurgitation (mr) could not be determined. The reported patient effect of mr as listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.